Event description:
Patient was on MRI table being wheeled into the scan room when the front table wheel(steering wheel) bumped the door frame and the wheel snapped off. This caused the table to tilt and the patient rolled between the table and the door frame. The technician was able to prevent the patient from falling and no injury to the patient occurred.the table was repaired the same day.